Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area # 8 (type iii bone). Primary stability and osseointegration were not achieved. Inadequate bone quality/quantity was involved in the event. The clinician reports that the reason for the implant's failure was loose implant. The implant was removed on (B)(6) 2012 due to swelling and mobility. Med. History: no significant findings.